Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(4) 2017 alleging on (B)(6) 2017 the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring less than or equal to 70 mg/dl with symptoms of unsteadiness when standing and walking, severe dizziness, blurred vision, confusion/cognitive impairment. The patient reportedly required assistance another individual and was provided non-health care provider treatment in the form of glucose tables/glucose gel, food and drink. The reporter alleged the insulin-on-board was not showing up on the bolus total screen. Troubleshooting by animas customer support revealed that the insulin-on-board feature was not turned on in the setup screen; the insulin-on-board feature had not been turned on. This complaint is being reported because animas customer support determined the patient¿s serious injury was associated with a training/misuse issue.